Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600167 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a procedure the clips would not fire the device jammed. The patient's condition was reported as fine.